Event description:
It was reported that during a lap gastric bypass procedure, the surgeon on the first firing of small bowel using a white load. The staple line at the proximal portion of the small bowel had dehisced. The surgeon then over sewed the staple line. They continued to use the stapler for the rest of the case and did not have any further incidents. There were no patient consequences. One device was discarded.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. Photo reviewed. Could not determine a cause.